Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -9.5/+1.0/117 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. The surgeon reports refractive surprise.